Event description:
The customer reported that imprecise and/or erroneously elevated cardiac troponin (accutni) results were generated on an unicel dxc 600i synchron access clinical system for multiple patients on multiple days. Actual patient data was not provided by the customer for this event and hence the date of occurrence is inferred. This report represents one patient's imprecise accutni results generated on (B)(6) /2012. The initial accutni result was within the normal reference range of the assay. Upon repeat testing on the same instrument, a lower accutni result within the normal reference range of the assay was generated. Collectively the results exceed the marketed precision claims of the assay. The initial accutni result was reported out of the laboratory and was questioned by a physician. As both the initial and repeat accutni result were within the assay's normal reference range, the customer reported there was no change to, or impact on, patient treatment occurred. There was no death or serious injury associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied assay/instrument performance data indicated that quality control (qc) results, calibration results and system check results were all acceptable. The sample was collected in a lithium heparin plasma tube and was a fresh sample. It was centrifuged at three thousand five hundred revolutions per minute prior to testing. The calibrator and reagent lots associated with this event were 123132 and 122056 respectively.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) performed minor preventative maintenance activities as well as an instrument modification. The fse also replaced the pipettor tip and the sensor for the sample door. Upon completion of the repairs, a high sensitivity system check and all levels of an accutni quality control assessment generated acceptable results and the instrument was returned back into operation. The cause of this event is unknown and could not be determined based on the supplied information. Mdrs associated with this event: 2122870-2012-01742, 2122870-2012-01743, 2122870-2012-01744.